Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date a type iiib endoleak was identified in the bifurcated stent graft. The stent graft was relined with a trivascular device to resolve the event. As per the physician, the cause of the event cannot undetermined. No additional clinical sequelae were reported and the patient is fine.